Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump vibrate motor was "sluggish" and the audible tones have been less audible. The customer's blood glucose level was not impacted. It was indicated that the customer would continue to use the pump until replacement arrived.